Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro experienced level sense errors and fluid leaked from the bottom of the collar wash. Customer stated that approximately 3-4 ml of fluid leaked. Customer stated that she manually flushed the cartridge chemistry sample probe to ensure no obstructions. Customer also tightened the white screw on the top of the level sense bead, and no further leaking was observed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the system was functioning per specifications. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).